Manufacturer narrative:
(B)(4) the damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4)

Event description:
It was reported that the patient received multiple shocks. Dislodgement of ra and rv leads was noted under x-ray. The leads were dislodged due to twiddler's syndrome. The leads were explanted and replaced. The patient condition was stable.